Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Eval, results & conclusion: (type 2 endoleaks from pt lumbar arteries), (analysis of the explanted stent graft is pending).

Event description:
An aneurx stent graft sys was implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approx 4 yrs ago as part of a clinical study. Vessel morphology at the time of implant was not reported. Approx 1 month ago, the aneurysm measured 6.1 cm x 6.0 cm, which has enlarged from previous measurements. The pt underwent coil embolization of a lumbar artery for a type ii endoleak approx 2 yrs ago. It was reported that approx 2 months ago, a CT showed an endoleak, which was thought to be a combination of a type 2 endoleak as well as a type 1 endoleak from the posterior superior aspect of the stent graft. The physician elected to coil embolize the lumber arteries, which successfully resolved the type 2 endoleak; after the embolization, the refilling of the aneurysmal sac stopped. As per the investigator, the event is related to the device (see MFR # 2953200-2010-2009-01433). It was reported that the pt was treated for a proximal type 1 endoleak with an aneurx aortic cuff and a palmaz stent on an unk date and with a talent aortic cuff 1.5 months ago. It was later discovered that the endoleak was not a type 1 endoleak, but a high lumbar artery, type 2 endoleak resulting in aneurysm enlargement. The physician elected to explant the stent graft due to the type 2 endoleak (see MFR # 2953200-2010-01884). The explanted stent graft was returned and its eval is pending.